Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving adequate pain relief from the scs system. Reprogramming was unable to resolve the issue. Impedance readings revealed multiple lead contacts with low or high values. Reportedly, the patient had fallen recently. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the system was explanted and replaced.